Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was discolored/abnormal additive form. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: "when the bd purple imported blood collection tubes were opened, it was found that the anticoagulant sprayed on the inner tube wall were in the state of small droplets. Normally, the solid anticoagulant is evenly attached to the tube wall."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: bd received 3 samples from lot 0345753, 3 samples from lot 0316337, 3 samples from lot 0258306, and 4 samples from lot 0167213 and 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Samples were evaluated by visual examination and the indicated failure mode additive abnormality with the incident lot was not observed as all product specifications and requirements for lot release were met. This is the correct visual look of the spray coat pattern and the pattern is within specification limits with no large dried additive droplets seen. Additionally 85 retentions from 0345753, 97 retentions from 0316337, 100 retentions from 0258306, 100 retentions from 0167213 were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0345753, medical device expiration date: 2022-03-31, device manufacture date: 2020-12-10. Medical device lot #: 0167213, medical device expiration date: 2021-09-30, device manufacture date: 2020-06-15. Medical device lot #: 0316337, medical device expiration date: 2022-02-28, device manufacture date: 2020-11-11. Medical device lot #: 0258306, medical device expiration date: 2021-12-31, device manufacture date: 2020-09-14. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The retentions were inspected with no issues being identified. The product contains a spray coat additive that is applied to the inner tube walls, all photos were evaluated, this is the correct visual look of the spray coat pattern. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was discolored/abnormal additive form. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: "when the bd purple imported blood collection tubes were opened, it was found that the anticoagulant sprayed on the inner tube wall were in the state of small droplets. Normally, the solid anticoagulant is evenly attached to the tube wall."